Manufacturer narrative:
It was noted that the device is not available for evaluation because it was discarded. A supplemental report will be submitted upon completion of the investigation. Device discarded.

Event description:
It was reported that an lfit femoral head discoloured when opened by surgeon. Replacement head opened.